Event description:
Unexpected patient event, patient with foot wound and renasys therapy in situ. Wound has deteriorated and is showing exposed bone, applied in hospital under instruction of orthopaedic surgeon.